Manufacturer narrative:
Concomitant medical products: 694865 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise and an increased sensing integrity counter (sic). The lead was initially reprogrammed, then was later cut, capped, and replaced. During the replacement procedure, it was noted that the right atrial (ra) lead had adhered to the rv lead, resulting in the ra lead also being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.